Event description:
It was reported that an embolization coil implant encountered resistance in the microcatheter. The catheter was repositioned and then, when attempting to advance the coil, it was observed that the coil had detached unexpectedly from the pusher. A snare was used to removed the coil. Case was completed by removing microcatheter and then using a different coil. The case was complete. Patient was stable and in good condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device. The device was stated to be available for return to the manufacturer for analysis. It has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The implant was impl.

Manufacturer narrative:
The device was received for investigation. The investigation of the returned coil system found the implant separated from the pusher and stretched, entangled, and broken at the proximal section; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant encountered resistance in the microcatheter. The catheter was repositioned and then, when attempting to advance the coil, it was observed that the coil had detached unexpectedly from the pusher. A snare was used to removed the coil. Case was completed by removing microcatheter and then using a different coil. The case was complete. Patient was stable and in good condition.